Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The pump was unable to perform displacement test and self-test due to lcd physical damage. The pump was unable to verify alarm due to lcd physical damage. The pump was received with cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a broken screen from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump fell and the screen broke. The customer stated that there is a big black spot that appeared on the screen. The customer was advised to discontinue use of the pump. The customer will be sent a replacement pump.